Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). The customer's address is unknown. Franklin lakes, new jersey (nj), USA has been used as a default. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and complaint history could not be conducted. Technical service contacted the customer and provided troubleshooting assistance regarding their centrifuge settings. In addition educational material was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes gave erroneous results and had poor barrier separation of the sample. The following information was provided by the initial reporter: " (1 of 2) it was reported that there are erroneous results and poor barrier separation. I received a vm message: hi, I'm a researcher who uses bd tubes for blood draws, recently I've been having problems getting normal results with our blood, were wondering if I'm doing wrong with the centrifugation of the tubes,I specifically have a question about the yellow top tubes and tiger top tubes. I just want to know if the additive at the bottom is suppose to move up to separate between the plasma and the cells in both cases after centrifugation."

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes gave erroneous results and had poor barrier separation of the sample. The following information was provided by the initial reporter: " (1 of 2) it was reported that there are erroneous results and poor barrier separation. I received a vm message: hi, I'm a researcher who uses bd tubes for blood draws, recently I've been having problems getting normal results with our blood, were wondering if I'm doing wrong with the centrifugation of the tubes,I specifically have a question about the yellow top tubes and tiger top tubes. I just want to know if the additive at the bottom is suppose to move up to separate between the plasma and the cells in both cases after centrifugation.".

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and complaint history could not be conducted. Technical service contacted the customer and provided troubleshooting assistance regarding their centrifuge settings. In addition educational material was provided.